Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was noted to be outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions found that the mdy-x62 was disconnected and the white cable inside the cable was pinched and was not allowing the shielding to seat properly. These issues both contributed to the root cause. Analysis of the log file from 16-aug-2023 confirmed the system showed three warm restart attempts. The field service engineer (fse) repaired the mdy-x62 connector and the white cable and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had to be rebooted four times before it would fully start. There was no reported patient or user harm. Philips has started an investigation of this complaint.